Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer mentioned issues with their sensor and blood glucose readings. The customer's blood glucose level was 34mg/dl. The customer treated lows with coke and glucose tablets. Troubleshoot was conducted. The customer was advised that fluctuations in sensor tracking can result from motion of the sensor due to site location or sensor not being well taped. The customer is being sent replacement sensor.